Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable wires were pulled, damaging trunk cable connector j702 on the distribution node pca. The root cause for the pulled wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable).